Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the haptic was torn during insertion. The incision was enlarged and sutured. The reporter stated the wrong cartridge was used.